Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system did not emit x rays. The review of system log files showed current out of range type errors. The fse calibrated the tube and generator, but the issue persisted, then the fse tried replacing power inverter evr and hivo high voltage transformer, however the issue persisted. Upon further analysis, the fse found the issue with x-ray tube. The cause of the x-ray tube failure was conclusively determined by the supplier's part analysis as due to vacuum leak cathode insulator. To resolve the issue, the fse replaced x-ray tube and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.